Event description:
The patient reported falling on pump site which "knocked the breath out of her;" later noted triple beeping intermittently. The patient has subsequently been experiencing vomiting, dizziness and cold waves of sweating. Troubleshooting was performed - dates are unknown. The pump was refilled at the hcp's office and a motor stall was noted. Several attempts to restart the pump were unsuccessful. The pump was explanted and returned to the manufacturer for analysis due to a motor stall. The pump was replaced with a similar device.

Manufacturer narrative:
H6- the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.